Event description:
It was reported that there was a blocked irrigation port/insufficient irrigation flow. During the ablation procedure to treat atrial tachycardia, an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that there was a blocked irrigation port/insufficient irrigation flow, with no error message displayed. After completion of the ablation at the stable point, the flash port connector broke during disconnection of the interface, with a flow rate of 2 ml/h and no interruption or stoppage of irrigation during the procedure. The procedure was completed using a different device of the same model. There were no patient complications. The device is expected to be returned for analysis.